Event description:
Event description guidant received information that, during an attempted implant procedure for this right ventricular defibrillation lead, this patient's right ventricle collapsed. It was reported that the patient's blood pressure dropped (specifically noted that it did not crash) and the heart rate increased in a sinus tachycardia manner. The procedure was halted and the lead was not implanted.